Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight universal ii; balance heavyweight. Guide cath: medtronic 6fr al.75. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, de novo lesion in the mid right coronary artery (rca). The lesion was accessed with a balance middleweight universal ii guide wire and a non-abbott 6fr guiding catheter. Pre-dilatation was performed with a non-abbott 3.50 x 15 mm balloon catheter. The xience xpedition 3.5 x 23 mm was attempted to cross the lesion but it failed. The xience xpedition was removed and a balance heavyweight guide wire was utilized as a "buddy wire" and another cross attempt was made but was unsuccessful. A third attempt to cross was made but during this attempt the stent dislodged in the proximal segment of the artery. This occurred when the device was attempted to be removed and the stent became caught on the lip of the guiding catheter. A non-abbott 2.0 x 15 mm balloon catheter was used to expand the dislodged stent in the proximal segment of the artery. The stent was then post-dilated with a non-abbott 3.5 x 20 mm balloon catheter. To complete the procedure a non-abbott 3.0 x 15 mm stent, non-abbott 3.0 x 22 mm stent and a non-abbott 3.0 x 18 mm stent were placed from the lesion located in the mid rca back to the xience xpedition in the proximal segment. The stents were all post-dilated with a non-abbott 3.5 x 20 mm balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.